Event description:
It was reported by service report that the customer alleged that the brakes were not holding due to malfunctioned brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.